Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Root cause of the event was most likely attributed to mishandling of the device; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown.

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date. During the procedure, one of the two cap and peg assemblies on a validation tool instrument broke while the peg was being impacted. The cap and peg were removed from the patient. The procedure was completed without delay.